Event description:
It was reported that the pulse generator exhibited loss of capture on the left ventricular channel. It was clinically resolved by deactivating the chanel. The device remained implanted and the patient will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.